Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unrelated procedure, the right ventricular lead had dislodged. The patient experienced bradycardia. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 56.6cm to 58.0cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.